Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from the ICU that channel error/disconnects "constantly" occurred when the IV pole on which the pump is mounted was barely moved during use on critically ill patients.